Event description:
It was observed, during the device inspection. That the visera tracheal intubation videoscope exhibited the coating of the image guide hose has peeled off (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: e1 establishment name, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors, or handling of the device. A definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: it was confirmed that instructions for visera the tracheal intubation fiberscope lf-v chapter 3, ¿preparation and inspection¿ section 3.2, ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.